Manufacturer narrative:
(B)(4). Insulin pump was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. The pump passed the displacement test, active current measurement and self test. However, the pump failed the sleep current measurement due to a problem isolated to electrical board.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. Troubleshooting was done for replace battery now alarm. Customer reported that the insulin pump received low battery alarm prior to replace battery now alarm. Customer stated that the battery cap not loose, cracked or damaged. This was the second occurrence of replace battery alert in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.